Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the custom tubing pack had a very small and slow leak out of the dialysis lock and luer port. It was noted that there may have been a loose cap. There was no injury or harm to the patient.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was reported that the custom tubing pack had a very small and slow leak out of the dialysis lock and luer port. It was noted that there may have been a loose cap. There was no injury or harm to the patient.

Manufacturer narrative:
The product was sent to the supplier for evaluation and the reported leak could not be confirmed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the custom tubing pack had a very small and slow leak out of the dialysis lock and luer port. It was noted that there may have been a loose cap. There was no injury or harm to the patient.